Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. Blood glucose level displayed "high" and was resolved via manual insulin injection. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.